Event description:
The customer reported that the system shutdown during a case. The patient was not injured. The system was rebooted and the case was completed.

Manufacturer narrative:
The ge service rep could not reproduce the shutdown. He checked for proper function of fast stop switches. The system is working as intended.